Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that white foreign matter "no larger than 3mm" was found in 2 bd precisionglide¿ needle syringes when removing insulin from the vial during use. The following information was provided by the initial reporter: contact reported experiencing two incidents where there was debris (white material, no larger than 3mm) in the syringe when removing insulin from the vial. Contact suspects this is an issue solely with the needle/syringe. Contact reported initial event date as a month ago. Contact reported to resolve issue, needle/syringe would be disregarded and a new syringe/needle would be used. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Number of occurrences: 2. Item number: 3 ml syringe ¿ 309657, 26 g, 3/8¿ needle ¿ 305110. Product lot number: lot #8244745 from package. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts advised it is highly unlikely for debris to pass through cartridge septum material when filling cartridge or through cartridge tubing when resuming insulin.

Manufacturer narrative:
Correction: additional information was received from the customer. The following fields have been updated: medical device lot#: 8047580. Medical device expiration date: 2023-03-31. Device available for eval? Yes. Returned to manufacturer on: 2019-04-23. Device return to manuf.?: yes. H.4. Device manufacture date: 2018-02-16 h3 other text : see section h.10.

Event description:
It was reported that white foreign matter "no larger than 3mm" was found in 2 bd precisionglide¿ needle syringes when removing insulin from the vial during use. The following information was provided by the initial reporter: contact reported experiencing two incidents where there was debris (white material, no larger than 3mm) in the syringe when removing insulin from the vial. Contact suspects this is an issue solely with the needle/syringe. Contact reported initial event date as a month ago. Contact reported to resolve issue, needle/syringe would be disregarded and a new syringe/needle would be used. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. 3. Number of occurrences: 2. 4. Item number . ¿ 3 ml syringe ¿ 309657. ¿ 26 g, 3/8¿ needle ¿ 305110. 5. Product lot number: lot #8244745 from package. 6. Are samples available for investigation? Yes. O does customer authorize bd to contact customer to obtain sample(s)? Yes. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution ¿ cts advised it is highly unlikely for debris to pass through cartridge septum material when filling cartridge or through cartridge tubing when resuming insulin.

Manufacturer narrative:
H.6. Investigation summary: two (2) samples were received at bd in (B)(6) on 23-apr-2019. Two (2) syringes with needle hubs and needle shields attached were returned along one (1) empty blister pack. Based on the empty blister pack the lot number associated with the needles was determined. Both syringes have the plunger rods depressed all the way to the bottom of the syringe. When the plunger rods were pulled back slightly a white piece of foreign matter (fm) was observed to be on the face of the stopper in the fluid path. Failure mode was verified. The samples were viewed using magnification and determined to likely be slivers off the top labeling web. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. The samples were viewed using magnification and determined to likely be slivers off the top labeling web.

Event description:
It was reported that white foreign matter "no larger than 3mm" was found in 2 bd precisionglide¿ needle syringes when removing insulin from the vial during use. The following information was provided by the initial reporter: contact reported experiencing two incidents where there was debris (white material, no larger than 3mm) in the syringe when removing insulin from the vial. Contact suspects this is an issue solely with the needle/syringe. Contact reported initial event date as a month ago. Contact reported to resolve issue, needle/syringe would be disregarded and a new syringe/needle would be used. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. 3. Number of occurrences: 2. 4. Item number: 3 ml syringe ¿ 309657, 26 g, 3/8¿ needle ¿ 305110. 5. Product lot number: lot #8244745 from package. 6. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: cts advised it is highly unlikely for debris to pass through cartridge septum material when filling cartridge or through cartridge tubing when resuming insulin.